Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using the probe, the console caused contractions in the patient's shoulder. Another console was used to complete the surgery.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The device was inspected for external damages. The unit presented some ding, scratches and some bends to the chassis cover. A broken piece of the front panel was also noticed, the piece is completely broken off and it was received with the console. This unit appears to have been badly dropped and or mishandled. A rf probe, handpiece, and footswitch were connected to the console. A full function test was performed the unit was ran for several hours and presented no issues. The flex cables were verified that they are properly seated. The console passed rf power output test, hi pot and current leakage test. In addition the coag/cut functions were verified using saline water for several minutes multiple times. The console presented no issues. If older equipment was in use at the same time as the console these might have been built under older electromagnetic interference standards and sometimes are not properly or as well shielded from interference as newer equipment. The probable root cause could be electromagnetic interference from older equipment. The product was returned for investigation, however the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when using the probe, the console caused contractions in the patient's shoulder. Another console was used to complete the surgery.